Event description:
During implantation of the gelweave device, blood leakage was identified from the main body of the graft when blood leakage was checked after anastomosis of the graft. Gauze packing was applied and the procedure was successfully completed. Gauze packing was applied. Consequently, there was not health damage to the patient.

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms, or conditions - no health consequence was reported. Impact code: 2199 - no health consequence or impact- no health consequence was reported. Medical device problem code: 1250 - fluid / blood leak- blood leakage was identified from the main body of the graft when blood leakage was checked after anastomosis of the graft. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4112 - analysis of information provided by user / third party - questions shall be sent to the complainant to assist with this investigation. 4114 - device not returned - device remains implanted. 4109 - historical data analysis - a 4 year review of similar events compared to sales of gelweave devices in the same time period determined a complaint rate of 0.002%. No trend which required action was determined during this review. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.